Event description:
It was reported by customer's mother that insulin is squirting out of the insulin pump when priming. The blood glucose reading is 164 mg/dl. The insulin squirts out during the manual prime. The drive support cap is protruded. Advised caller that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.